Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. The cause was not determined. The batch review was performed on the associated lot (h11e08025) with no issues noted. No use error was suspected therefore no label review was required. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is known; therefore a batch review will be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in the set) on the home choice (hc). The home patient (hp) cycled the powered the cycler off and on. The technical service representative explained the system error and the hp cycled the power again. The hc was at press go to start. Product surveillance (ps) contacted the home patient (hp) on (B)(6) 2011 regarding the system error 2240 alarm. The hp resumed therapy the following night on the cycler and had not contacted her peritoneal dialysis nurse (pdrn). Ps recommended the hp let the pd rn know about the missed therapy and the alarm. There was patient involvement. No patient injury or medical intervention was reported.